Event description:
The asset evis exera iii video system center was returned to the service center. There was no reported allegation of any malfunction associated with the device and no patient involvement or patient harm reported to olympus. Upon inspection and testing, the unit was found to have a "freezing" image malfunction due to a defective printed circuit board.

Manufacturer narrative:
The evaluation of the asset found a freezing image was due to a defective circuit board. Additionally, the external front panel is faded, there are minor scratches on top cover fixable and the internal software version is out dated. The unit was repaired to asset specifications and returned to stock. The asset shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore the root cause of the reported image malfunction cannot be conclusively determined. However, based on the physical evaluation results, the image malfunction was attributed to a failure of the printed circuit board. Also, since about six years have passed since the product was manufactured, age deterioration or accidentally damaged due to repeated use cannot be ruled out. Olympus will continue to monitor complaints for this device.